Event description:
New information received indicated that programming changes were made for previous post-paced t-wave oversensing event. Additional oversensing episodes were observed. Programming changes and further testing were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through a remote transmission, wide qrs oversensing was observed. Programming changes were recommended.